Manufacturer narrative:
Terumo did not receive the actual device; however, the complaint was confirmed. The customer preferred to retain the sample; however, quality mgmt from terumo cardiovascular systems, (B)(4) visited the medical facility to review the sample. The sample was within specification. The customer connection was pushed over the second barb on the y connector, and there was no evidence that a tie band was used on the connection. This suggests that the event occurred due to user technique; the absence of a tie band would contribute to the disconnect and subsequent leakage. Terumo recommends banding all connections in the circuit per the instructions for use for cardiovascular procedure kits. The customer is revising their custom designed pack to incorporate the filter and oxygenator as one unit. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the arterial line tubing after the arterial filter and y connector disconnected. The product was not changed out, there was 1-2 liters of blood loss, and surgery was completed successfully. The event did cause a 3 minute delay in surgical procedure. Homologous red blood cell transfusion was required to replace blood loss. The pt experienced left side weakness. The pt was discharged to the ICU per normal practice, and was awake and attentive hrs after the procedure.